Event description:
The biomedical engineer reported that the telemetry transmitter overheated and that the staff told them that is was hot to the touch. They tested the unit but could not duplicate the reported issue. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the telemetry transmitter overheated and that the staff told them that is was hot to the touch. They tested the unit but could not duplicate the reported issue. No patient harm was reported.